Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered recommended replacement time (rrt) prematurely and exhibited prolonged charge time. Replacement of the ICD is planned; however, the ICD remains in use until the procedure occurs. No patient complications have been reported as a result of this event.